Manufacturer narrative:
An on-site examination of the subject device by a lumenis technical subject matter expert concluded the device performed to manufacturer specifications. No related device malfunction was reported or observed. A review of the reported event details, and a photograph of the patient, by a lumenis healthcare professional concluded the probable root cause to be device operator's failure to complete a test patch prior to treatment when using an unfamiliar device in contradiction to device labeling and common medical practice.

Event description:
It was reported that a patient sustained a second degree burn and blister that was likely to become permanent to the bikini area following hair removal treatment with the lumenis lightsheer duet laser.